Manufacturer narrative:
Due to character limit: e1 (initial reporter) - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 displayed an autofill failure alarm and was unable to operate during initial testing. There were no patient harm or injury was reported.